Event description:
It was reported that during positioning, the embolization coil became stuck in the microcatheter while partially in the aneurysm. The coil could not be advanced or retracted. The device was pulled proximally separating the delivery pusher from the coil. The coil detached within the microcatheter. The coil was retrieved using a microvena snare. There was no clinical sequela.

Manufacturer narrative:
Sample analysis: the implant is returned detached from the pusher. The attachment tether that holds the implant intact with the pusher is visible within the pusher inner diameter. The tether end is white/opaque, consistent with being stretched. The microcatheter and implant are not available for analysis. Root cause analysis: it appears that this device was exposed to a retraction force that exceeded the maximum tensile specification of the attachment tether.